Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred during basal delivery. Reportedly, the cartridge was removed prior to starting the load process. There was no impact to the customer's blood glucose level.